Manufacturer narrative:
(B)(4). Pump¿s history and trace files downloaded successfully using thus software. Unit p-cap / reservoir locked properly in place. Unit passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and cracked case on the battery tube side. Cosmetic damage was confirmed where scratched case, pillowing keypad overlay, and cracked keypad overlay was noted. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 580 mg/dl. The customer also reported a crack in the pump. It was unknown about the symptoms and how the customer was treated. Troubleshooting was partially performed. It was unknown whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The pump will be returned for analysis.